Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-04100. It was reported the patient was not getting effective coverage in the correct area. Reportedly, the patient fell on their back two weeks prior to the complaint. The rep checked the impedances and they were within normal range. X-rays confirmed the lead migration. Surgical intervention will take place at a later date.

Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2018-04100. Additional information received identified one of the lead was repositioned on (B)(6) 2018. The patient received effective stimulation post operatively.